Manufacturer narrative:
The insulin pump passed self-test, off no power test, rewind, unexpected restart error test, prime test and excessive no delivery test. The insulin pump was received with completely broken off reservoir tube lip. Analysis was unable to perform displacement test, basic occlusion test and occlusion test due to broken off reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner and missing reservoir tube o-ring.(B)(4).

Event description:
The customer reported via phone call that a plastic was missing on the reservoir compartment. The customer stated that they had high blood glucose was 425 mg/dl at the time of incident. The customer's blood glucose was 391 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.